Event description:
Increase in noise on rv lead and increase in nst events. These occurred when rv sensed events and lv triggered pacing. The lv is programmed to lv3 to rv coil, and sensing from lv3 to lv4. Patient to be brought in for an in office f/u and further evaluation of lead issue vs electrically induced. Device remains implanted.

Event description:
Increase in noise on rv lead and increase in nst events. These occurred when rv sensed events and lv triggered pacing. The lv is programmed to lv3 to rv coil, and sensing from lv3 to lv4. Patient to be brought in for an in office f/u and further evaluation of lead issue vs electrically induced. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.